Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing threshold, high, out of range, lead impedance and low sensing were observed on the rv lead. It was noted that the rv lead had no slack due to device migration in the pocket. Lead was capped and replaced. No further information.